Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). This issue was previously reported under MDR number 3005094123-2023-00272-00 under a different suspect device. The field service representative (fsr) inspected the instrument, performed trouble shooting, observed bubble in the trigger line, replaced the 2500ul pump, bulk solutions, and the r1 and r2 syringe assy to resolve the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai04437. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the 2500ul pump, bulk solutions, and the syringe assy did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial ai04437, or the 2500ul pump, bulk solutions, or the syringe assy, was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two male patient samples. The following data was provided (customer¿s reference range - female <16 ng/l, male <35 ng/l): sample ID 850612426301 initial result = 33.3 ng/l, repeat result after calibration = 38.2 ng/l no impact to patient management was reported.